Event description:
Info received indicates the brakes were not holding and all four casters were rusty with tire wear and tear.

Manufacturer narrative:
The technician replaced the brake mechanism and all four casters to resolve the issue.